Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. After clearing the diagnostics, the device was successfully interrogated. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.